Event description:
Event description guidant received information that this device was explanted due to suspected early battery depletion. In addition, it was noted that an associated lead 4474 was damaged during the replacement.